Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed during a follow up in clinic. Patient was exposed to electromagnetic interference. The lead was capped and replaced and the patient was stable post procedure.